Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence.

Manufacturer narrative:
Tracking #.46396. H6; hyper-lockout. Endopath ets-the analysis results confirmed that the instrument was returned with the firing rack caught on the release button, which caused a hyper lockout. The instrument was able to be fired after some manipulation. The instrument cut and formed the staples within design spec. The appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results.